Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient did not have symptom relief ater running into a glass wall at target (B)(6) 2011. The patient was knocked down, saw starts and received a decompression fracture on his nose. A lead migration was suspected. The patient had a hcp appointment (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.